Event description:
It was reported that the patient experienced a failure with an ams 700 inflatable penile prosthesis(ipp). A revision surgery was performed due to the crossing of the cylinders in the corpora cavernosa. The prosthesis was explanted and the procedure was completed with another cylinder. The surgery was reported to be successful with no complications. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the probable cause of the migration of the cylinders was the surgical technique. The patient condition was reported to be healthy without post operative complications.